Manufacturer narrative:
Upon follow up, the fse stated he had a small cut and was bleeding on his forehead due to the injury. Fse used the first aid treatment to stop the bleeding. No stitches were required. Fse went to the medical ER (emergency room) and received a tetanus shot. No medication was prescribed. Fse did not miss any work due to the injury. Beckman coulter internal identifier is (B)(4). A2, a3, a4, a5: no patient demographic information (age, weight, race or ethnicity) was provided. D4: UDI not available. E1: phone number not provided. H4: device manufacture date information not available.

Event description:
The field service engineer (fse) attempted to get off the floor and accidentally grabbed the handle of the 2nd level and hit himself on the forehead. Upon follow up, the fse stated he had a small cut and was bleeding on his forehead due to the injury. Fse used the first aid treatment to stop the bleeding. No stitches were required. Fse went to the medical ER (emergency room) and received a tetanus shot. No medication was prescribed. Fse did not miss any work due to the injury.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was evaluating the 5k stockyard system. The fse attempted to get off the floor and accidentally grabbed the handle of the 2nd level and was injured on his forehead while getting up from the floor. The cause of the injury was due to the fse grabbing the handle of the instrument. The extent and treatment of the injury is currently unknown. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, weight, race or ethnicity) was provided. UDI not available due to no serial number provided. Device manufacture date information not available due to no serial number provided.

Event description:
While servicing the 5k storage power express, the field service engineer (fse) attempted to get off the floor and accidentally grabbed the handle of the 2nd level and hit himself on the forehead. The extent of the injury and if any treatment was received is currently unknown.